Event description:
The account generated a negative testpack plus hcg urine result using a random urine on a pt with a missed menses. In 2003 the pt tested hcg positive with an over the counter pregnancy test. The following day the pt tested testpack plus hcg urine negative using a random urine specimen. The next day the pt again tested hcg positive with an over the counter pregnancy test and bayer hcg = 962.2 miu/ml. Four days later the pt tested hcg quantitation = 5563 miu/ml (unknown method). Currently, the pt is pregnant with twins. No impact to pt management was reported.